Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this electrode was dislodged one day post implant. The x-ray taken the day after the implantation showed that the electrode was in wrong position and had moved. No x-ray was taken in the catheterization room. The plan is to perform a revision procedure. Subsequently, the electrode was repositioned one day post implant. No additional adverse patient effects were reported. This electrode remains in-service.